Event description:
Patient reported that he was priming an insulin cartridge in his device when insulin leaked at the cartridge's rubber stopper. Half of the insulin in the cartridge spilled into the device's insulin cartridge chamber. No cracks were seen in the cartridge.